Event description:
During evaluation the display screen was found to be dislodged. A review of the pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred, which could not be duplicated during testing. Evaluation also revealed a dislodged display screen.